Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus was stopped every time after set change. The customer¿s blood glucose value at time of incident was 293 mg/dl. The customer treated high blood glucose with injection. The customer assisted with troubleshooting. The insulin pump will not be returned for analysis.